Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing and low r-wave amplitude resulting in three inappropriate shocks. The system was then tested in clinic with provocative maneuvers. The device was then reprogrammed from the primary vector to the secondary vector to mitigate further inappropriate shocks. Over the night the patient received 28 more inappropriate shocks. The device system has been programmed off until further intervention can be determined. The patient was admitted for further supervision of healthcare professionals. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing and low r-wave amplitude resulting in three inappropriate shocks. The system was then tested in clinic with provocative maneuvers. The device was then reprogrammed from the primary vector to the secondary vector to mitigate further inappropriate shocks. Over the night the patient received 28 more inappropriate shocks. The device system has been programmed off until further intervention can be determined. The patient was admitted for further supervision of healthcare professionals. No additional adverse patient effects were reported. New information received indicates that this device was explanted and returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing and low r-wave amplitude resulting in three inappropriate shocks. The system was then tested in clinic with provocative maneuvers. The device was then reprogrammed from the primary vector to the secondary vector to mitigate further inappropriate shocks. Over the night the patient received 28 more inappropriate shocks. The device system has been programmed off until further intervention can be determined. The patient was admitted for further supervision of healthcare professionals. No additional adverse patient effects were reported. New information received indicates that this device was explanted and returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.